Event description:
Litigation alleged the asr hip was explanted due to permanent physical injuries, pain, disfigurement and exposure to excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.(B)(4).

Event description:
Update 1/21/16 medical records received. Case information form and component sticker sheet reviewed for MDR reportability. Stem and taper sleeve added for alleged excessive levels of chromium and cobalt with no lab results for chromium and cobalt. Part/lot updated the complaint was updated on: 2/12/2016.